Event description:
It was reported that the patient had a loss of therapeutic effect. The patient just replaced the batteries in the patient programmer and they had used the programmer to adjust settings and had shut it off on different occasions. The patient had stimulation set on the highest setting possible at 8.5v and it wasn¿t stopping them from having accidents. The device was implanted for both bladder and bowel. When the patient first had the device implanted it worked, but now it seemed like the implantable neurostimulator (ins) was low or weak. The patient used to be able to jump rope and do other activities, but now they couldn¿t do them. The patient felt they should have felt a serious jolt or have felt like they were being electrocuted when they increased stimulation to 8.5v, but they didn¿t feel a difference. In the past when the patient had gone up a setting they had felt the change. All of these issues started about a month ago. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0l5jy, implanted: (B)(6) 2015, product type lead. (B)(4).